Event description:
It was reported that there was sub-therapeutic efficacy post-operation. It was further reported that the intrathecal baclofen therapy is for treating the patient¿s spasticity. The patient had a dye study completed on (B)(6) 2015. The radiologist was not able to aspirate from the catheter access port (cap). No dye was injected into the cap. A rotor test was also performed and the rotors appeared to function properly. The patient was complaining of consistent erections and ejaculation every 6 hours. The neurosurgeon was to perform a lumbar puncture myelogram at a later date, before the exploratory catheter revision surgery was to take place. The patient was taking oral baclofen to supplement. The type of medication being delivered via the device system was gablofen. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).